Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. According to the device history no anomalies were found. The product was released based on manufacturer¿s acceptance criteria. No additional investigation was required based on device history review. A complaint history examination indicates this is the ninth complaint for trocars leaking reported against the components of the reported final lot number. The root cause for the defect experienced by the customer cannot be determined, however, due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar leaked during the vitrectomy procedure. Additional information has been requested.

Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received for the report of leaking. Three trocar handle/blade assemblies were also received and were separate from the cannula hub/assemblies. The returned samples were visually inspected. Samples 1 and 2 were conforming. Sample 3 was nonconforming with a cut and a hole in the septum. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. This complaint reported lot includes affected manufacturing lots. The post assembly inspection has been discontinued. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).